Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to boot up. There was no patient injury or death reported.